Event description:
A falsely elevated troponin result was obtained on the dimension rxl max analyzer. The result obtained was 5.95 ng/m. The result was reported to the physician. The physician questioned the result since other cardiac markers, mmb (ckmb) and ck (creatine kinase) were normal. Repeat testing result was 0.03 ng/ml. A redrawn sample was 0.02 ng/ml. There was no advance health effects. Pt treatment was not prescribed or altered. Analysis of instrument data indicates contamination. In the r2 drain.